Manufacturer narrative:
Additional devices involved in the event: (B)(4) - battery / catalog number 1650de / expiration date 03/31/2015, device available for evaluation?: yes, 12/14/2016, device manufacture date: 03/31/2014, labeled for single use?: no, (B)(4). The reported power consumption issue with the two returned batteries could not be confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the batteries in relation to the reported event. Analysis of the batteries revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported power consumption issue could not be duplicated at the bench level; the batteries were able to drive the system for over seven (7) hours without any observed anomalies. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by medical personnel that a patient experienced 2 batteries with power consumption issues:  "per md there are two batteries when connected to the con from charger going straight to low capacity, md tested it and confirmed, fully charged on charger then turning red on the con".  The batteries were exchanged with no reported consequences or impact to the patient.  No additional information provided.  This would not be likely to cause or contribute to death or serious injury. It will I result in exchange of the device. The redundant power source will continue to supply power to the pump.  This failure will result in user annoyance and will not affect the function of the pump. There are no apparent contributing clinical causes for this event.